Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification and identified punctured cassette sheeting and cracked cassette (cracks located along the sheeting weld on both sides of the cassette). Clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. Leak testing was performed and found a leak through punctured cassette sheeting. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, a cracked cassette was identified. The cracks were located along the sheeting weld on both sides of the cassette. There was no patient involvement. No additional information is available.